Event description:
A report was made about a malfunctioning pump with a screen that remained dark despite touch interactions and attempts to charge it. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.